Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation of bd vacutainer® serum blood collection tubes, there is a clotting issue where the serum is gel-like and unable to aliquot. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-nov-2025. Investigation summary: bd received a total of 100 samples along with one photo for investigation. Out of these, 30 samples were randomly selected for visual inspection of additive abnormality, and 8 samples failed the inspection. The provided photo depicted a tube with spheres of rbcs floating in the serum. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: poor clot formation. The root cause was traced to a clogged additive spray nozzle and was cleaned/flushed upon discovery. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after centrifugation of bd vacutainer® serum blood collection tubes, there is a clotting issue where the serum is gel-like and unable to aliquot. No adverse impact was reported regarding the patient or user.